Manufacturer narrative:
(B)(4). Batch #: u5ef9g. Additional information was requested, and the following was received: was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Packaging seal. Could you please identify the packaging (primary packaging, box, pouch seal or the plastic bag)? Inner packaging (the inner plastic bag). Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, contain cut or slit, or appear ripped)? Slit. Did the damage of the primary packaging compromise the sterility of the device? The customer thought it may compromise the sterility of the device. This is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show a tyvek from top view and a pinhole was noted on the tyvek. Based on the photos review, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Event could not be confirmed as no packaging was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the surgery, before used on the patient, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.